Event description:
It was noted that the patient presented for follow up in the clinic. Upon device interrogation, it was noted that the right ventricular (rv) lead exhibited noise over-sensing, intermittent sensing and loss of capture. The rv lead was explanted and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported events of failure to capture, noise, and sensing intermittent were not confirmed. As received, a complete lead was returned for analysis. Final analysis didn¿t find any anomalies.